Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the clinic due to a shock delivered by the device on the previous day. Upon device interrogation, the device and right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery, and the shock impedance was noted to be low out of range. The shock delivery was determined to be appropriate due to a ventricular tachycardia episode. The patient was then hospitalized and a device system revision was scheduled. On the next day, the ICD was interrogated and during a capacitor reform, the ICD triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. Subsequently, this patient underwent a replacement procedure, and this product was successfully replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects outside of the revision procedure were reported. The ICD is expected to be returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the clinic due to a shock delivered by the device on the previous day. Upon device interrogation, the device and right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery, and the shock impedance was noted to be low out of range. The shock delivery was determined to be appropriate due to a ventricular tachycardia episode. The patient was then hospitalized and a device system revision was scheduled. On the next day, the ICD was interrogated and during a capacitor reform, the ICD triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. Subsequently, this patient underwent a replacement procedure, and this product was successfully replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects outside of the revision procedure were reported. The ICD is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified two small arc marks on the device case. The device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.